Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding an insertion handle. It was reported that the pin is broken. No details regarding the procedure or patient were provided.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the present insertion handle was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. We do suppose that a mechanical overload possibly forceful hammer blows, in combination with a loose connection with the nail, caused this breakage. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.